Event description:
It was reported that the patient had a peripherally inserted central catheter (PICC) placed and initiated for treatment at 2:00 pm on (B)(6), 2026. On (B)(6) 2026, at 8:30 pm, the patient began experiencing recurrent chills and fever. Antibiotic therapy was ineffective. At 3:50 pm on (B)(6), 2026, the PICC catheter was removed and sent for bacterial culture, which identified bacillus minimus. The clinical pharmacy department was consulted regarding a suspected catheter-associated infection, and the patient was treated with ¿piperacillin sodium and tazobactam plus vancomycin.¿ the patient subsequently improved, and their condition is being closely monitored. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.